Event description:
In (B)(6) 2012, the pt received a dynesys construct l4-s1. The indications meet the given criteria. It was reported that the pt had a slight lumbar olisthesis on the l4/5. This should have been repositioned, but the segment should stay dynamic, as the intervertebral disc is still high enough. On the l5/s1 an eturn cage from another MFR was implanted. The pt came back after 6 months with new medical conditions and the olisthesis has gotten worse. On (B)(6) 2013, the pt underwent revision surgery due to pain, loosening and breakage of the implant. During the revision surgery, it was visible that the screw had moved forward due to the worsened olisthesis and the cord had ruptured. The hydroxyapatite coated screws that were well fixed in the vertebral body were removed and replaced by pathfinder screws. The olisthesis l6/5 was repositioned and fused with an add'l eturn cage.

Manufacturer narrative:
At the time of this report, zimmer (B)(4) is still awaiting for the affected device to be returned for investigation. The lot numbers were not received hence the device history records could not be reviewed. The cause for this spec event cannot be ascertained from the info provided but once more info is received so an assessment can be made, an updated report will be submitted. (B)(4).